Event description:
Additional information received reports the damaged was found upon opening the device.

Manufacturer narrative:
The issue was found upon opening of the device. This is no longer a reportable malfunction. No further reports will be sent regarding this report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The product was returned. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). The optic appears to have been cut through the center of the optic. Damage is observed along the cut portions of the optic from being crushed on a post in the lens case when it was positioned incorrectly for return. A crack is observed on the optic. A scratch is observed on the anterior side of the optic near the center of the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the damage. The observed lens damage is typical in appearance to handling related damage. The presence of solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an intraocular lens (iol) was bent and scratched. Patient impact is unknown. Additional information was requested.